Manufacturer narrative:
The actual sample was not returned. The lot number was not provided, therefore the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use state the following: "precautions: the monodek suture knots must be properly placed to be secure. As with other synthetic sutures, know security requires the standard surgical technique of flat and square ties with additional throws if indicated by surgical circumstance and the experience of the surgeon. Avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Vaginal mucosal sutures remaining in place for extended periods may be associated with localized irritation and should be removed as indicated. Subcuticular sutures should be placed as deeply as possible in order to minimize the erythema and induration normally associated with absorption. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Discard used needles in appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety of the environment. Adverse reactions: due to prolonged suture absorption, some irritation and bleeding has been observed in the conjunctiva and mild irritation has been observed in the vaginal mucosa." (B)(4).

Event description:
It was reported that the product was loaded and inserted into the vagina towards to sacrospinous ligament. Device was activated by the surgeon and a very loud and long 'click' was heard which was slightly different to how the device usually sounds. The handle was positioned back into place and removed from the vagina. When device was removed, the suture had not captured. When going to retrieve the suture, it was found firmly in the ligament. The surgeon then had to spend approximately 5 minutes removing the suture from the patient with his fingers. The surgeon believes he tore the ligament to some degree doing this. Another device was loaded and used to complete the procedure.